Event description:
It was reported that the patient had an infection, which included an elevated white cell count. No other information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient outcome was ongoin¿; however the reported event/infection was not related to the patient's pump. A follow-up report will be sent if additional information becomes available.